Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 6.1cm to 6.2cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.